Event description:
The customer received a blood glucose reading of 240 mg/dl from his contour and a reading of 117 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. No product was replaced or is expected to be returned for eval at this time.